Manufacturer narrative:
Samples were returned for evaluation. Investigation, including root cause analysis is in progress.

Event description:
The surgeon reported that a phaco procedure was completed, and particles were observed when the phaco tip was taken out of the incision. According to the doctor, the particles are inert. During the phaco procedure, two scales were observed on this iris. These are still inside the eye. The doctor does not expect any patient impact. Additional information has been requested.